Event description:
Additional information received clarified that the patient¿s ¿impedance abnormality¿ referred to high impedances. The cause of the impedance issue was unknown; however, it was noted that the impedance issue had existed even before the patient¿s controller was dropped into water. It was stated that the controller was replaced at the patient¿s (B)(6) 2024 consultation. It was asked, but unknown whether impedance measurements were taken at that time. It was noted that the impedance issue was not resolved at the time of follow-up. There were no further complications reported or anticipated.

Manufacturer narrative:
H6: please note that device code a0722 has been replaced with device code a072201 at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the controller was submerged in water in late may, but it was working well afterwards, so a replacement product was delivered, but it was returned without being used. After a while, the controller's condition was poor recently, and the controller's charging was reduced quickly. Although the intensity of stimulation should increase to 11 b, it only increases to 8 or 9 and the issue on pain does not get resolved. The physician also removed the battery pack when he felt something was wrong. The next consultation was scheduled for july 1st; if possible, we would like to receive a replacement product at that time, so the person in charge in the area informed us of it. The issue has not resolved.  Additional information was received. It was reported that the cause of the inability to increase stim to 11 was due to impedance abnormalities in some electrodes. The controller was not replaced "due to (B)(6) 2024" (this was understood as it would be replaced at the consultation on july 1st).

Manufacturer narrative:
D. 6a. The implant date was reported to be (B)(6) 2019, but this is before the manufactured date, so follow-up is being done to confirm the implant date. G2. Foreign: japan medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.